Event description:
On (B)(6) 2012, it was reported that the vns patient had a vns replacement surgery on (B)(6) 2012 and the last diagnostics on (B)(6) 2012, were all fine with an impedance value of 2000 ohms and the patient was increased form an output of 1.25ma to 1.5ma. Previously in (B)(6) 2012, the patient was at output=1.25ma/pulse width=250usec/frequency=20hz and the pulse width was increased to 500usec and the frequency increased to 30hz. The patient was tolerating vns well. Currently the patient's settings are output=1.5ma/pulse width=500usec/frequency=30hz/on time=30sec/off time=5min. On (B)(6) 2012, the patient underwent a routine feeding assessment by his speech and language therapist, who had seen him 4 months previously. The therapist felt that he was aspirating on liquids during the hour that she assessed him. This was constant, and not only during stimulation. The mother had not reported any concerns but the therapist says she definitely noticed a difference since his last assessment. She has referred him for investigation and modified his diet. The patient was seen again by the neurologist on (B)(6) 2012, where the nurse changed the parameters to output=1.5ma/pulse width=250usec/frequency=25hz/on time=30sec/off time=5min/magnet output=1.75ma/magnet on time=60sec/magnet pulse width=500usec. Diagnostics showed the device to be functioning properly with output=ok/lead impedance=ok/impedance value=1986 ohms/neos=no. There has been no trauma or manipulation that might have caused the problem. The nurse reported that at this time they believe the aspiration is constant and there are no concerns noted on observation prior to interrogation or afterwards; patient was observed for an hour after. The patient's parents report that it has always been difficult to get the patient to drink water, the patient holds it in his mouth and it dribbles out and he sometimes coughs on it. The patient drinks milk without any similar concerns. No change in parameters and no subsequent improvement was observed. No other interventions are planned besides reducing the pulse width and signal frequency in case stimulation might have interfered with swallowing. The patient's parents do not think it is likely as there has been no ongoing problem with feeding noted by them.